Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported receiving a message stating they have held a button down for three minutes or more. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer stated they were working in their yard prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms were noted. The esc button did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.